Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls (positive ctrl and negative ctrl). There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 517009 is performing outside of established design performance specifications. Quality data review: device history record (DHR) review was performed for alinity m sars-cov-2 amp kit (list 09n78-090) lot 517009 and its components. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. A CAPA review was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to this issue and these lot numbers. Complaint history review: a lot specific complaint review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results when using alinity m sars-cov-2 amp kit (list 09n78-090) lot 517009. The complaint history review identified nine additional complaint tickets related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 517009. Seven tickets were independently investigated and unconfirmed. The remaining tickets are currently in the process of being reviewed and will be independently investigated under different issues. Further investigation identified that this complaint is associated with a previously confirmed issue. According to the previously conducted investigation, an additional complaint history review determined that discrepant result (false positive) on patient samples has been observed by customers when using alinity m sars-cov-2 amp kit (list 09n78) across multiple lots. To date, 139 complaint tickets have been received for the discrepant results (false positive) issue according to this additional search and the number has been increasing in recent months. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amplification kit (list 09n78-090) was identified. Specification not met - the number of customer complaints for discrepant result patient samples (false positives) when using alinity m sars-cov-2 amp kit list 09n78 has been increasing on a monthly basis. Therefore, this complaint investigation will also be dispositioned as confirmed. Abbott molecular determined that a field corrective action (fa-am-sep2021-260) should be taken via approval of 489-risk on september 2, 2021. This action was reported per 21 cfr 806 to the FDA on september 4, 2021 (report number 3005248192-09-03-2021-001-c). The field corrective action was issued as an urgent field safety notice / field correction recall letter dated september 2, 2021 providing customers background on the issue, potential impact and necessary actions. Additional follow up on investigation and corrective actions will be communicated via the 806 process. The following mdrs were also reported as related to fa-am-sep2021-260: 3005248192-2021-00214; 3005248192-2021-00145 follow up report 1; 3005248192-2021-00146 follow up report 1; 3005248192-2021-00155 follow up report 1; 3005248192-2021-00190 follow up report 1; 3005248192-2021-00148 follow up report 1; 3005248192-2021-00168 follow up report 1; 3005248192-2021-00136 follow up report 1; 3005248192-2021-00161 follow up report 1; 3005248192-2021-00175 follow up report 1; 3005248192-2021-00220 follow up report 1; 3005248192-2021-00160 follow up report 1.

Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported a discrepant result on the alinity m sars cov-2 assay. The sample was processed the first time on (B)(6), and generated a late positive result, and a second time on (B)(6) and generated a negative result. The molecular application specialist (mas) downloaded result logs. Result analysis showed that in the first run the sample was late positive. Curve analysis showed no abnormalities, a valid quality control was available. Result analysis of the second run showed that the sample was negative, with no amplification curve. A valid quality control was available. The local ambassador reported that the same sample was used for both runs. The sample was stored in the fridge before the second run was performed. It was confirmed the positive result was reported outside the lab. There was no impact to patient management reported due this observation. This incident is being reported to FDA because the incident occurred in italy using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.